Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an in carcerated umbilical hernia. It was reported that after implant, the patient experienced retracted mesh, extensive adhesions and abdominal pain. Post-operative patient treatment included lysis of adhesions and revision surgery. The product had been used with bard tacks.